Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump battery could not be charged using their tandem issued charging cable. Using a different cable resolved the issue. Customer's blood glucose level was not impacted by the event.